Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due perpetual rebooting. A functional test could not be performed. The receiver case was opened and a receiver download was performed and passed. An internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) /2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device and/or the alleged issue. The complaint confirmation of the receiver initializing without manual restart was undetermined. The probable cause could not be determined.